Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred when customer was performing neurovascular non-emergency/planned treatment for the patient. The procedure was completed as planned by following normal procedures. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had low load issue. Fse performed various functional tests such as exposure and fluoroscopy, mechanical motion inspection, image quality check and confirmed issue occurred due to oil cooling didn't cool the tube properly. The fse added the oil and adjusted tube oil pipe. The system was returned to use in good working order. Codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would only x-ray and not expose. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the cooling unit¿s oil level being low. The fse added cooling oil, adjusted the tube oil pipe and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.